Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A flake has detached itself from the screw. This has been determined subsequently by x-rays. Revision to remove the flake. Sc636t / quintex dynamic plate 3-level 61 mm. Sc503t / quintex semicons trained screw 4.0 x 16 mm. Sc604t / quintex dynamic screw 4.0 x 18 mm.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We photographed the shaving. It has a length of about 23 mm. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of this problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the screw was incorrectly attached/angled during insertion. During insertion, the thread scratched at the edge of the plate and this can create a shaving. No CAPA is necessary.